Event description:
Per the clinic, the device was explanted (B)(6) 2015 for unknown reasons, the patient was implanted with a new device on the contralateral side.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 23, 2015.